Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported the patient developed peritonitis, confirmed via culture on (B)(6) 2016, in which gram positive enterococcus faecalis was the cultured organism. The manager of the patient's clinic attributed the infection to touch contamination of the patient's catheter, as the patient experiences difficulty with hand washing, and relies heavily on caregivers for assistance with hygiene. The incidence of peritonitis was treated with an antibiotic regimen consisting of gentamycin followed by vancomycin. The patient has recovered, and had several in-clinic evaluations since confirming this.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.